Event description:
Information was received from the health care provider (hcp), regarding a male patient receiving an unknown intrathecal medication via an implantable infusion pump. The indication for use of the device was for non-malignant pain. The concomitant medications and patient history were not reported. It was reported that the patient was having some kind of reaction on his abdominal area. The inquiry was to get a list of all devices that he had implanted. They did not specify that they knew for sure this was why he was having a reaction, just that they thought it may have something to do with one of his implants. Additional information received from the health care provider (hcp) via manufacturing representative reported that the device system was explanted ((B)(6) 2016) prematurely, as the pump eroded through the skin. The patient history included infection. The patient had complained of abdominal discomfort. A pocket revision had been scheduled, but the pump was actually removed due to it coming through the skin. It was unknown if the issue was resolved at the time of this report. The hcp had no further information. The patient status at the time of this report was "alive- no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.